Event description:
The following has been reported: reported problem: error 01 - motor. Remedy: replace: replaced pump block kit. Device history record was reviewed but nothing linked to the reported event was observed. "Device log history was not provided therefore no review could be performed." "This complaint was registered as part of reported events sent by canadian self-served customer. The device was not returned to brézins for investigation as repairs were carried out locally. Repairs report indicates that the pump block kit was replaced. Despite several requests for device/parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. Reporting as a conservative measure. No adverse effects were reported.